Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An ntw clip was advanced to the left ventricle (lv) and withdrawn to grasp the leaflets successfully at a1/p1. A mild to moderate residual mr jet was found lateral to the clip, so the clip was repositioned further laterally. The grippers were attempted to be dropped but the anterior gripper was found to stay raised. The clip arms were reverted and withdrawn to the left atrium (la) with both grippers raised. Troubleshooting was performed but was unsuccessful. The clip was removed from the patient without issue. A replacement ntw clip was used to complete the procedure; successfully reducing the mr to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.